Event description:
It was reported that a patient experienced a system error 2240 (air in line/set) alarm on the homechoice device during the last dwell phase of peritoneal dialysis therapy. It was not specified if the patient was connected to the homechoice at the time of the alarm. During troubleshooting, no leaks or damage to the cassette were noted. It is if the patient completed therapy. There was no report of patient injury or medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.